Event description:
It was reported, "primary left knee. Pt indicated that he is currently experiencing pain and that the knee buckles. Doctor informed him that he needs to be revised, however, his right knee is not strong enough to support the left revision."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.